Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the lubricious coating was missing from the tip of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use do not resterilize caution: federal (u.s.a.) Law restricts this device tonsale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged." (B)(4). The device was not returned.

Event description:
It was reported that the lubricious coating was missing from the tip of the catheter.